Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) helium leak. The customer reported that the unit would leak all of the helium out when a new tank was attached. There was no patient involved.

Manufacturer narrative:
The customer reported that cs300 intra aortic balloon pump (iabp) unit would leak all of the helium out when a new tank was attached. No patient involved and no harm reported. When a getinge field service engineer (fse) arrived onsite the unit did not have a helium tank attached, fse found a new tank and seal and attached them to the cs300. Fse tested the unit for helium leaks but there were none. Fse could not duplicate what the operator reported. During fse tested and he found that the blood-back voltages on the solenoid driver were far out of specification . Fse tested all dip switch variations and could not achieve passing results. Fse replaced the solenoid driver and all voltages are now good. He completed a full system test / pm protocol. All tests passed to factory specifications. Returned to the customer and released for clinical use. The defective components were received for further investigation. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received pcb, solenoid driver with a reported unit failure of blood back voltages were out of specifications. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed pcb, solenoid driver into the cs300 test fixture and tested the board to factory specifications per the cs300 service manual. The fat was able to replicate the complaint of the blood back voltages being out of specifications. Testing of all dip switch configurations was performed, and the specified voltages could not be obtained. The board failed testing. The board will not be sent to the supplier. Retaining the board in the fat per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.